Event description:
On 11/11/96, the facility's materials coord informed the MFR's supv, customer svc that the needle in the device set was shipped barbed/bent. The device was implanted and another device set was opened to utilize the needle to infuse the device.